Event description:
It was reported that the cusa tip appeared to be blocked. The tip would not suck when it was placed into the pool of blood in the brain once the dura was opened and tumor was exposed for a craniotomy. The tip was removed from the pt area. The tip was removed from the handpiece and a guide wire was used to try to pass through the tip. The customer held the cusa tip to the light and it was apparent that there was a foreign body in the tip. Eventually the object was dislodged from the cusa tip. This was done on the sterile surgical set up but away from the surgical site. There was no pt injury reported. Surgery was delayed by 20 mins. A replacement tip was used. Surgery was successfully completed. Pt outcome was reported as "good". The customer has thrown out the actual tip but the plastic object that was blocking the inside the tip is available to be returned for evaluation.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.